Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer's insulin pump had pieces breaking off of the reservoir compartment. The customer's blood glucose level was 299 mg/dl. Standard troubleshooting was performed, but unable to be completed because the customer's parents did not want to change out her infusion set. The product is not being returned. Nothing further was reported.